Manufacturer narrative:
See h6: pli 20 : analysis identified a hole in the catheter that is consistent with repeated flexing of the catheter. Pli 30: analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: n118923003, ubd:2009-08-14, UDI#:(B)(6). H3. Analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that during the catheter replacement, the spinal segment was accessed and cerebrospinal fluid (csf) was visible leaking. The catheter was replaced and the new catheter had good flow to the catheter tip. The new catheter was anchored in place and reconnected to the pump. The issue was resolved at the time of this report.

Event description:
Additional information was received from the healthcare provider via the company representative who reported the cause for the catheter issue was unknown. The issue was not resolved. The physician was planning to remove the entire old catheter and replace it with a new one.

Manufacturer narrative:
Continuation of d10: product ID 8596sc. Serial# (B)(6). Implanted: (B)(6) 2020. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8596sc. Serial# (B)(6). Ubd 2020-10-18. UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that at last refill on 2024-07-10 100 cc of fluid was removed from the pump pocket and the fluid was sent for testing and came back, positive for cerebrospinal fluid (csf). Today (08-aug-24), the healthcare provider (hcp) again had 180 cc drained from around the pump pocket site. The catheter access (cap) was accessed, and he aspirated, and the catheter aspiration was successful, dye was injected, and dye was seen behind the pump. The hcp reported a "catheter aneurysm" in the pump pocket where the catheter body "ballooned out" and broke. A full catheter replacement will be planned.